Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring action ball was broken. All pieces retrieved. No surgical delay.